Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issues: balloon rupture. It was reported that the lesion was moderately tortuous, had mild calcification, and was eccentric, de novo and a 100% stenosis. Direct-stenting with the pixel was performed; however, the stent delivery system (sds) balloon ruptured at 8 atm. When examined outside of the vessel, the balloon was found to have a pin-hole rupture. Post dilatation of the stent implant was performed using a balloon catheter and did not involve any medical intervention. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident info. A balloon rupture can result from, but is not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, or insufficient preparation prior to use. The reported direct stenting of the lesion, the moderately tortuous anatomy and the mildly calcified lesion may have contributed to the balloon rupture. However, without the device to examine, a conclusive root cause cannot be determined. It should be noted that the "delivery procedure" section in the pixel instructions for use (IFU) states, "with a ptca catheter, pre-dilate the lesion enough."